Event description:
The user reported an unexpected couch motion during the following sequence load a plan onto the treatment machine manually make small changes in the couch position if the user then needs to move the gantry or collimator and selects auto-setup from the hand pendant the system apparently changes couch position values back to the original target position. There have not been any reports of serious injury or dath due to this anomaly. At this time, a malfunction cannot be ruled out. There is a possibility that a critical structure could be exposed to radiation if this anomaly were to recur and the user does not detect the couch movement while performing the patient set-up.